Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is showing that the med volume is decreasing but the bag is full then the pump says low volume but the bag is still full. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked downstream occlusion seal. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream/upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.